Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to impedances on right lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
Additional information received indicates the patient also experienced ineffective therapy. The lead was confirmed fractured upon explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.